Event description:
It was reported that during a gastrectomy procedure, the hand switch was non-functional. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. Moisture ingress at the hand activation dome can occur during reprocessing. It is possible that this instrument was reprocessed.